Event description:
Early am qc acceptable for all assays run on centaur xp # 2. Pt testing initiated about 1030. Additional reagent packs added approximately 12 noon. Qc for these additional packs not acceptable for ft4, psa, and ferritin, qc for other assays still acceptable. Investigation started. All pt testing on centaur xp # 2 stopped. Instrument vendor siemens called, service engineer dispatched. These three assays were moved to centaur xp # 1 calibration, qc etc acceptable. All of the ft4s, psas, and ferritins were rerun on centaur xp # 1. Siemens field service engineer suspected a particular pinch valve related to these specific assays changes. No issues since then.